Event description:
Caller reported the customer going to the emergency room. Because they felt their medication was not taking effect. Customer testing with the freestyle meter receiving a result that was 100 points lower than another brand meter and the hosp reading. The customer was treated with insulin and released from the hosp the same night.